Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The liquid contamination was confirmed inside air gas module and on main back-plane. All mentioned parts were replaced. The air gas module regulate the inspiratory gas flow and gas mixture. The liquid contamination in the air gas module had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The conclusion is that the most probable source of liquid contamination in the air gas module is a contaminated air gas from the hospital's central air gas system. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The unit has been produced after of introducing new standards of degrees of protection against harmful ingress of water iec 60601-1 ed.3. The printed circuit board was not further investigated since ingress of liquid on the printed circuit boards can cause failure/short circuits which might lead to a ventilator system malfunction. It has remained unknown under which circumstances and when liquid entered the unit. The type of liquid has not been identified. The cause of this issue has been established as accidental damage and was related to liquid presence inside the device.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).